Manufacturer narrative:
Follow-up #1: date of submission 01/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: investigation revealed a worn and discolored lens film. A leak test was performed and passed. Evidence of corrosion was observed in the battery compartment; however no moisture was observed in other parts of the pump. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.